Event description:
Pt had sling inserted on (B)(6) 2008. Pt had cystoscopy with complicated removal of foreign body from the bladder on 02/11/2013. The foreign body was a long piece of mesh extending from her dome into what appeared to be the bladder neck/proximal urethra on the left side.